Event description:
It was reported that there was no surface electrocardiogram when using the slave cable, that sometimes there were small, wavy lines. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the customer comment that there was no "surface electrocardiogram (ECG)." Analysis also found that the ECG connector was loose and that the programmer head (model 2067) uplink was out of specification.